Manufacturer narrative:
Reporting institution name - (B)(6). Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that low oxygen pressure alarm displayed on the system. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
H10 multiple attempts have been made by authorized service personnel to try to obtain further information about the issue, but no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11 updated contact information, contact office entity, and manufacturing site.